Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, however no additional information had been provided other than the initial report. Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis initiated CAPA (B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that while performing a holep procedure, the operator experienced inconsistent tissue morcellation while utilizing their versacut morcellator. No report of serious injury nor report of medical intervention to preclude serious injury was received.